Event description:
It was reported that the user received an occlusion alert on an ilet system while attempting to announce a meal, later observed an air bubble in the cartridge, and noted the infusion tubing had detached from the connector; the user replaced the contact detach infusion set, connector, and cartridge, after which insulin delivery resumed and glucose trended down from 305 mg/dl to 196 mg/dl. Customer care provided support that included guided complete infusion set and cartridge change. Investigation of this case revealed an air bubble in the cartridge and a disconnected tubing-to-connector interface consistent with an infusion delivery interruption/occlusion that resolved after replacement of the infusion set and related supplies. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and supply change without medical treatment or hospitalization. It was concluded, based on established findings for similar reports, that the cause was user-level infusion system integrity and air-in-cartridge issues leading to interrupted insulin delivery, resolved by corrective action and education on alternative insertion sites due to noted scar tissue.